Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that the blood glucose was high and was hospitalized on (B)(6) 2017. The customer reported that they could not hear the alarm. He is hard of hearing and tubing line was cut and did not hear it and ended up in hospital for high blood glucose. Patient's blood glucose at time of incident was more than 500 mg/dl. Patient's current blood glucose was unknown. The customer was nauseous. The customer was wearing the insulin pump at time of hospitalization. Based on customer report customer does not allege the insulin pump was under delivering. Customer stated the drive support cap appears normal (slightly indented). The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.